Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammation on both eyes (ou) after a prk (photorefractive keratectomy) procedure at one day post op exam. Topical steroids and prednisone (oral steroid) were prescribed and increased to treat the inflammation. The brief description from the account indicated the prk was performed due to vision regression. The patient's comment was there was irritation. At a 7 day post op exam, the surgery indicated there was slight inflammation still present. Bcva from (B)(6) 2009: right eye pre-op 20/15-5.75 x -1.25 x 145, left eye pre-op 20/15 -7.50 x -1.00 x 175.